Event description:
On (B)(6) 2012, a vns treating neurologist's nurse reported that the vns patient was seen the week prior complaining that she had painful stimulation in her jaw. The physician lowered the patient's settings and had an x-ray performed which revealed that the clips or coil had made its way up to another nerve and therefore was stimulating where it should not have. The patient's device was disabled. The patient was referred for surgery to have a full revision. The manufacturer's consultant reported that the painful stimulation was first noticed in (B)(6) 2011 and the physician lowered the patient's settings which helped for a while. However, the pain then got worse so they disabled her deice and sent her for x-rays in (B)(6) 2012. No trauma to the lead was reported. No diagnostics had been performed because of the patient's painful stimulation in the neck area. The manufacturer's consultant reported that the surgeon did additional scans on the patient's neck and did not find anything out of the ordinary in regards to the placement of the helical coils of the lead, and as a result, there are no surgical plans for the patient at this time. No migration of the leads was observed. A normal mode diagnostics test performed on (B)(6) 2012 showed results within normal limits and a dcdc code of 2. Since the device has been disabled, the patient's pain has resolved but she stated she would like the device turned back on as it was helping with her depression. The consultant stated that the physicians still don't know why the pain was occurring. The surgeon recommended that the patient have a full revision surgery based upon the patient's painful stimulation and the x-rays. The generator replacement will be due to the age of the device; therefore, for prophylactic reasons. X-rays were received by the manufacturer and based on the x-ray images provided, the cause of the patient's painful stimulation could not be determined. Since a portion of the lead and generator was not visible in the x-ray, analysis could not be performed on these portions a battery life calculation was performed with the programming history available which showed 2.86 years until elective replacement indicator (eri)=yes. Although surgery is likely, it has not yet occurred.

Event description:
An update from the patient was received during a call regarding MRI precautions. The patient stated that the device had been disabled since 2012 due to developing trigeminal nerve pain with unconfirmed suspicion that the coil had migrated. No surgery occurred for the events reported in this case. No additional, relevant information was received to date.